Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: the eea was fired. The proximal donut was complete but the distal donut was not complete. Donuts were normal but one was incomplete. After firing a leak test was done and there was an intra-operative leak. There was a small midline incision and the surgeon had to extend the incision by 2 1/2 inches. The procedure was converted to open. The surgeon over sewed the anastomosis due to the leak. Operating room time was extended approximately 25 minutes.